Event description:
It was reported that a powered wheelchair drove forward unintentionally and scratched the user's foot. The user's foot was infected and he had to go to the emergency room. After follow up, the user's foot healed and is doing well.